Event description:
A thin, woman underwent a percutaneous endovascular procedure in 2008, via a 6fr procedural sheath, placed in the common femoral artery (cfa). At the end of the procedure, the patient was treated with a mynx vascular closure device for achievement of femoral artery hemostasis. The deployment was completed and hemostasis at the arteriotomy was successful. Ten mins post device deployment, the pt developed a large hematoma which collected in her thigh. Hematocrit levels dropped significantly and the pt. Was transfused with 3 units of packed red blood cells. The following day (2008), the pt underwent doppler ultrasound at which time a pseudoaneurysm was detected and treated with a thrombin injection. The pt reportedly recovered without further clinical sequelae. No further details are available.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the info provided, the root cause of the reported incident is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Hematoma and pseudoaneurysms are known complications with catheterization procedures, regardless of closure device use. They may also occur with manual compression.